Event description:
It was reported to philips that the system's emergency stop activated, which can impact booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The customer reported to philips that the system's emergency stop switch activated, which can impact booting. The problem was temporarily resolved once the customer restarted the system, but the issue persists. The philips field service engineer (fse) inspected the system on-site, checked the system logs, and found no error related to the e-stop switch. Further analysis showed that the fse checked each switch's continuity and confirmed that there was no issue related to the emergency switch; the system was working fine. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.